Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is determined to be design related. Upon power up it was discovered that the screen would intermittently sense touch on the left half of the screen. This was repeated multiple times and the touch would go in and out at times. The identified root cause is the ¿firmware¿ of the sensica. Sensica firmware is not able to distinguish between human touch, cleaning liquid, and salt residue. In addition, with cleaning practices that increased more build up in salt residue and cleaning liquid it would cause phantom touches and screen responsivity to occur. This situation is then amplified with contributing factors such as ¿cleaning agents¿, ¿customers IFU oversights¿, ¿covid era¿ and ¿IFU not in alignment with cleaning validation¿. During the covid era period (early 2020- 2022) the frequency of cleaning was heavily increased. Healthcare professionals would clean the device each time they would enter the room according to their protocols. This increased frequency of cleaning and contributed to more residues build up which led to screen unresponsiveness. Additionally, the use of bleach based ¿cleaning agents¿ used by healthcare professionals contributed to more residues build up, because the use of bleach agents left larger amounts of residual salts after cleaning. Furthermore, ¿customers IFU oversights¿, in IFU, directed to wipe the screen and remove built up residue with a secondary clothe. This led to increased amount of salt residue because of the bleach agents and frequent cleaning practices. However, all the contributing factors stem from the firmware¿s recognition of sensitivity to capture accurate touch responses and prevent screen unresponsiveness. The following root causes/contributing factors were identified: firmware ¿ root cause ; cleaning agents ¿ contributing factor ; customer IFU oversights ¿ contributing factor ; covid era ¿ contributing factor ; IFU not in alignment with cleaning validation ¿ contributing factor. The device history record review was not performed. The instructions for use were found adequate and state the following: ¿general warnings medical electrical equipment requires special precautions regarding electromagnetic compatibility (emc) and needs to be installed and put into service according to the emc information provided in the charts at the end of these instructions for use (appendix a). Portable and mobile radiofrequency (rf) communications equipment can affect medical electrical equipment. The bd sensica¿ urine output system should not be stacked with other equipment. The bd sensica¿ urine output system has a degree of protection against electric shock of applied parts classified as type bf. This device is classified as an iec class I device. When using class 1 xp power model number: alm65us12 power supply, to avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. Do not immerse or submerge the bd sensica¿ urine output stand, display monitor, ring, temperature monitor module, temperature sensor cables, or monoplug adapter in water or other liquids. Do not pour liquids over the display monitor, ring, temperature monitor, cables or monoplug adapter. If liquids accidentally spill onto the device(s), wipe off liquid with soft cloth as soon as possible. See section 14 for complete care instructions. This device is not suitable for use in the presence of flammable mixtures. This device is not suitable for use in oxygen rich environments. The use of transducers and cables other than those specified, with the exception of transducers and cables sold as replacement parts, may result in increased emissions or decreased immunity of the bd sensica¿ urine output system. The bd sensica¿ urine output system is designed to be used with any bard¿ foley catheter and urological disposables connected to any standard urine drainage bag (2000 or 2500 ml), with or without a urine meter. If using a 400-series temperature-sensing foley catheter, see product instructions for use for MRI compatibility. Refer to foley catheter instructions for use for indications and further product information. If using a 400-series temperature-sensing foley catheter, the operator is responsible for ensuring the compatibility of the temperature sensing foley catheter to the bd sensica¿ urine output system and its accessories. Incompatible components can result in degraded performance. No modification of the bd sensica¿ urine output system or any of its accessories is allowed. Warning: this product can expose you to di(2-ethylhexyl) phthalate (dehp), which is known to the state of california to cause cancer and birth defects or other reproductive harm.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon power up of the screen of the sensica device would intermittently sense touch on the left half of the screen. This was repeated multiple times and the touch would go in and out at times while technician was investigating the issue. It was also stated that the power button was damaged by the technician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon power up of the screen of the sensica device would intermittently sense touch on the left half of the screen. This was repeated multiple times and the touch would go in and out at times while technician was investigating the issue. It was also stated that the power button was damaged by the technician.